Manufacturer narrative:
The insulin pump had motor error alarmed during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The motor was test outside of the device and passed. No damage found on motor. The insulin pump was unable to complete the functional testing due to motor error. The insulin pump was received with lcd bleeding due to cracked on lcd glass, broken belt clip slot, missing end cap sticker, scratched on lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm and excessive no delivery alarms. The customer's blood glucose was 142 mg/dl at the time of call. The customer's blood glucose was 430 mg/dl at the end of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not dropped or bumped. The customer performed displacement test and self test. The customer stated that the insulin pump passed both displacement test and self test. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.